Event description:
It was reported that the event occurred while in the cath lab prior to insertion and during use. During product of the intra-aortic balloon (iab) the fiberoptix sensor (fos) was not recognized by either of two pumps. The cath lab decided to insert the iab through the sheath via left femoral artery and use it as a central lumen. No issues occurred during the insertion. They attempted to use the central lumen of the iab to gain an arterial pressure waveform and were not successful in doing so. For some reason they could not see a waveform from the central lumen on the monitor. No alarms occurred. No pump strips were generated nor an x-ray performed. As a result, the iab was removed successfully and the user gave up after the second failed iab (first iab was not used in patient). There was no report of patient death, complications or injury, it is unknown if there was any medical/surgical intervention required. There was a 15 minute delay or interruption in therapy with no harm to the patient. The patient outcome was the patient went on to surgery without an iab in place. Additional information received on (B)(6) 2013 per the sales representative stated the central lumen was not clotted. They were able to flush. They were trying to use the central lumen of the iab to get the arterial pressure. There were no pressure readings on the intra-aortic balloon pump.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.